Event description:
It was reported that the patient received a shock from the device for apparent supra-ventricular tachycardia (svt). The device anti- tachycardia pacing accelerated the rhythm to ventricular fibrillation (vf) and the device delivered a shock which terminated the vf. The device detection discrimination algorithm failed to match the svt. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).